Event description:
It was reported that "dirty (drops of grease on the upper part that goes attached to the cannula, some with fingerprints on the lower attachment) and scratched (some with small plastic scrapes and dust). In a minor part also some filters present scratching and cleaning problems". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The manufacturing site reports "in current manufacturing procedure, 100% visual inspection is done at the assembly area. Thus, any oily product noticed will be culled out during this process. Plus, 100% light inspection is done during packing process. Operators who conduct the inspection, will reject the product if there is any slippery/oily product found during inspection." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dirty (drops of grease on the upper part that goes attached to the cannula, some with fingerprints on the lower attachment) and scratched (some with small plastic scrapes and dust). In a minor part also some filters present scratching and cleaning problems". No patient involvement reported.